Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review shows no deviation or changes during manufacturing of the device. Device investigation concluded: visual inspection confirms the following; the encased mold was received without a wax guard, and there is a fairly significant amount of wax in the receiver bore of the mold, brass ring is intact. Clinical conclusion: hearing care professional checked patients' ear to make sure the wax guard wasn't in the canal. No harm has been reported. Clinical evaluation according to clinical evaluation plan: hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. Risk assessment: risks related to mechanical force are generally known, considered in the risk analysis, mitigated and communicated to the user. This risk is deemed to be acceptable. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident around 18-oct-2024. It has been reported that the wax guard does not stay in place in an encased mold. Hearing care provider checked the user's ear and there was no object in ear. There has been no harm reported in the case. The user has not been in contact with an authorized medical professional. No further follow up is available.